Event description:
Drain broke in half as it was being removed from the pt's abdomen. S/p exploration of common bile duct, lysis of adhesions, choledocholithotomy t-tube cholcystogram on 8/19/96. Pt was returned to or 8/29/96 for exploration and removal of retainer drain.